Manufacturer narrative:
This MDR is created as an additional follow-up. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/27/2021. Mesh erosion-midline small area anteriorly, abdominal tenderness (right iliopsoas and suprapubic), sling palpable under urethra, rolled up, tender along course particularly laterally near pubic rami. Dyspareunia, post-coital bleeding, abrasions on partners penis, mixed urinary incontinence, painful urination, painful groin, lower back pain, vaginal bleeding. On (B)(6) 2016 - mesh erosion, urinary incontinence and pain, mechanical complication of genitourinary implant. Vaginal excision of mesh, cystoscopy and urethral reinforcement.